Manufacturer narrative:
Concomitant medical products: product ID: w2dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was noted for bipolar right ventricular (rv) lead impedance. Increasing and high impedance and a polarity switch were noted. The lead remains in use. No patient complications have been reported as a result of this event.